Event description:
It was reported during an aneurysm embolization case, when the subject stent past the tip the catheter, resistance was encountered. The physician continued to push and then the stent deployed, half in microcatheter and the other half in the introducing sheath. The physician withdrew the stent delivery wire, stent and introducing sheath out from y valve. The device was replace and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was returned in a deployed state. The stent delivery wire (sdw) was seen to be kinked towards the distal end. There was no damage noted to the stent and all 6 markers were accounted for. There was no damage noted to the introducer sheath. Functional inspection was unable to perform as stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent difficult/unable to advance or pullback through catheter could not be duplicated; however, the analysis results are consistent with the reported event. The reported stent deployed prematurely during use was confirmed during analysis as the stent was returned deployed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'during one aneurysm embolization case, the operator used catheter to deliver stent and after tip of it went into middle of microcatheter resistance was encountered. Continued to push and then the stent deployed. Half of the stent was in microcatheter, and the other half was in introducing sheath. The stent could not be advanced any more. Then operator withdrew the stent delivery wire, stent and introducing sheath out from y valve together and used another stent to finish the procedure. No impact to patient. After the procedure the operator took the stent out from introducing sheath'. The device was returned for analyses. The stent was returned in a deployed state. The sdw was seen to be kinked towards the distal end. There was no damage noted to the stent and all 6 markers were accounted for. There was no damage noted to the introducer sheath. It is possible that the introducer sheath was initially set up correctly but subsequently moved proximally prior to stent advancement out of the sheath. This would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. The user will then experience increased resistance while attempting to advance the stent through the microcatheter. This is one possible explanation to explain the analysis findings. An assignable cause of procedural factors has been assigned to reported event of stent difficult/unable to advance or pullback through catheter and stent deployed prematurely during use and to the analyzed damage sdw kinked/bent and stent deployed prematurely during use of as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported during an aneurysm embolization case, when the subject stent past the tip the catheter, resistance was encountered. The physician continued to push and then the stent deployed, half in microcatheter and the other half in the introducing sheath. The physician withdrew the stent delivery wire, stent and introducing sheath out from y valve. The device was replace and the procedure was completed successfully with no clinical consequences to the patient.